Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? No. Was there a significant delay? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm quantity of products that presented the alleged deficiency: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a kidney transplant procedure on (B)(6) 2026 and suture was used. During the use of 6-0 sutures in the kidney transplant procedure, the suture threads were torn apart in the same case (the exact number was not recorded in the operating room), which made the doctor very worried because he was afraid that the sutures used were torn while in the patient after surgery, which may affect the patient's life and affect the cost incurred when there is damage from the broken threadsno adverse patient consequences were reported. Additional information was requested